Event description:
Complainant alleged that during biomed testing, the device inappropriately powered on in manual mode and was unable to switch to AED mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.